Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during trial lead implantation procedure the lead could not be implanted after multiple attempts by a physician. It was noted that the patient was implanted with a nervo system making it impossible to place the leads in the proper location for effective therapy. The procedure was abandoned without any patient outcomes.